Event description:
Additional information received reported the patient had their battery replaced and was scheduled for reprogramming. Additional information was requested but was not available at the date of this report.

Event description:
It was reported that a patient was in pain and was trying to contact the manufacturing representative that had worked with the patient the (B)(6) previous to the initial report. It was noted that the manufacturing representative may have had the patient do a physician mode recharge (pmr) or an antenna locate (al) feature, but the patient had to leave and the health care provider (hcp) rescheduled the patient for the day of the initial report. It was also noted that the patient stopped using the spinal cord stimulator (scs) 2 months prior to the initial report to let their hair grow. Additional information received reported a patient had a communication problem. An implantable neurostimulator (ins) overdischarge was suspected. It was noted that patient compliance was the primary reason for the overdischarge. The last time any stimulation was felt was 2 to 6 months ago. It was stated 5 months was the last time the patient felt stimulation. Two pmrs had been completed prior to this call. A power on reset (por) message was seen and battery had charged up to 25%. Additional information received reported that an overdischarge was confirmed and that the patient was still not receiving therapy. Additional information received reported that the patient¿s implantable neurostimulator recharger (insr) screen was unresponsive. It was reported the screen was blank and the implantable neurostimulator recharger (insr) won¿t take a charge. The patient had been having problems with it since her meeting with the manufacturing representative the week before (B)(6) 2014. The patient was getting green light on power supply, desktop charger cord lines up and secure fit. The patient had tried to get a hold of the manufacturing representative and notified the health care provider (hcp) office. Additional information received reported the patient received a por message. The patient was unable to adjust stimulation. The patient had a warning por that could not be cleared. The patient was instructed to continue to recharge. It was stated the patient was going to call the manufacturing representative to have the por cleared. Additional information has been requested. It was later reported on (B)(6) 2014 reported that the patient saw the manufacturer representative ¿last week¿ for charging issues and a possible overdischarged battery. It was determined that there was an ¿issue¿ with the recharger. The patient received a replacement part and was back with the manufacturer representative on (B)(6) 2014 to get the battery going. It was later reported that the last successful recharging session was less than one month prior to (B)(6) 2014 (three weeks per the patient). It was also described that the patient did not have a charge in her battery for three weeks prior to ¿last week.¿ there was one physician mode recharge (pmr) conducted on (B)(6) 2014 and the implantable neurostimulator (ins) was still not responding. A communication problem was reported. The patient first denied wanting to wait to do a second pmr, but then agreed to sit for another hour. It was later reported that they were unable to get the battery to charge and the patient was being scheduled for a battery replacement in (B)(6). Analysis of the recharger found that there was no anomaly. The complaint related to the recharger was unverified and there were no issues found during bench testing, no issues with charging an ins or recharger or communications. The recharger antenna cable was discolored. Additional information was requested, but was not available at the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID: 37746, serial# (B)(4), product type: programmer, patient. Product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 3777-75, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. Product ID: 3777-75, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. (B)(4).